Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 7.0mmx60mmx135cm sterling catheter was advanced for dilation. However, during inflation at 6 atmospheres in 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. The device was completely removed without any issue. There were no patient complications nor injuries reported.